Manufacturer narrative:
Product event summary the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. The initial reported event of infection was received on 2019-02-13. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2019-04-30. Information was subsequently received on 2019-03-20 and revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited rising and high thresholds, and no capture at maximum output on all vectors. It was also reported that the implantable pulse generator (ipg) exhibited a pacing problem with no right ventricular capture. The patient was brought into the office for evaluation. Diagnostic testing with zio patch revealed what appear to be pacing with no right ventricular (rv) lead capture, but stable thresholds. The lv lead was programmed off. Review of stored device data revealed rv lead loss of capture. Since the lv lead was programmed off, it was determined there was an intermittent threshold issue on the rv lead. Subsequent, evaluation revealed that an infection occurred. A system removal was performed. The patient to be evaluated and considered for additional system implant at a later date. Subsequently, the right atrial (ra) lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.